Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past six months from the event date, it was found no irregularities. The subject device could not be confirmed. Based on the DHR investigation results, it can be inferred that there were no abnormalities in the device. Based on the reported event or comments of the doctor, it can be inferred that the reported event might have occurred due to user handling. The above device handling has warned in the instruction manual as follows. Before activating the output, be sure that neither the grasping section nor the probe tip comes into contact with the surrounding tissue. Do not use the thunderbeat if you do not have a sufficient view to confirm the above or if the grasping section and probe tip are penetrating into the tissues. Otherwise, perforation, bleeding, or burns may result. Do not use the thunderbeat if you do not have a sufficient view of the grasping section and probe tip to ensure that only the intended tissue is in contact with the grasping section.

Event description:
We received the following report. During a gynecological procedure, the subject device was used. The aorta of the patient was slightly damaged. The doctor was replaced with a cardiovascular surgeon to repair the damage to the aorta. An additional advanced technique was required to repair it. There were no malfunction reported regarding the device. It was also reported that the user facility considered the possibility that the device malfunction caused this event was low.